Manufacturer narrative:
Device evaluation: it was reported the orange plastic tops are ending up in the syringe. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305211. Batch#: unknown (provided# ld7721). It was reported by the customer that while drawing up hydrocortisone 100mg vials, when poking 18g needles though, pieces of the orange plastic tops are going with needle and ending up in the syringe. Happened today as well as a week ago for another pt when drawn up the same medication as well. Verbatim: we have had a few issues lately with the 305211 coring in the ampules. While drawing up hydrocortisone 100mg vials, when poking 18g needles though, pieces of the orange plastic tops are going with needle and ending up in the syringe. Happened today as well as a week ago for another pt when drawn up the same medication as well. Had a vial of saline and you could see small plastic particles floating in the solution from the needle. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 14/01/2025 and 7/01/2025. 3. Can you please provide the lot number associated with reported issue? Thrown out by staff member. 4. Total number of occurrences? 2 on different days.